Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and polyp ("polyps"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, cystitis, vaginal infection, urinary tract infection and polyp outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, polyp, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), chronic pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) not provided. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was updated to chronic pelvic pain. Following events were added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder infection, vaginal infection, urinary tract infection and polyps. Reporter information was updated. Lab data was added. Date of explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.